Manufacturer narrative:
Concomitant medical products: product ID 97740, # serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was unable to turn on the stimulation and when they came into the clinic, the manufacturing representative read it with the clinician programmer. The only screen that came up was that all the programs had been wiped out. The manufacturing representative was able to put the programs back in, but there was no history at all to pull up on the clinician programmer. It was noted that ¿everything had been checked¿ and it was a random event. The cause had not been determined.

Event description:
It was reported that the implantable neurostimulator (ins) could not be turned on. It ¿may be at estimated replacement indicator (eri).¿ it was noted that the patient was seen by the manufacturing representative on (B)(6) 2014 and it was determined that the patient programmer showed a 574 code on the screen. They were unable to turn on the stimulation. The programs were wiped out, reprogramming was performed and the issue resolved. The cause of the event was unknown. The patient was receiving effective stimulation.